Manufacturer narrative:
Correction to block b1: adverse event and product problem to product problem. Correction to block b2: outcomes attrib to adv event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. There was no manufacturing deviations noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure, the fiber broke towards the tip and fragments fell inside the patient. It was noted that the fragments were retrieved using a grasper. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, the fiber broke towards the tip and fragments fell inside the patient. It was noted that the fragments were retrieved using a grasper. The procedure was completed using another of the same device. There were no patient complications.